Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the device handle loaded fine and worked fine when sewing, however, the needle would not unload when suturing was complete. The needle actually broke in half when scrub tech was attempting to unload cartridge from handle. The case was not extended by more than 30 minutes. The procedure was not converted to an open procedure. Nothing fell into the pt cavity.